Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a follow up call to a customer regarding a system error (se) 2240 alarm (see MDR report number #1423500-2010-07222), the home patient (hp) mentioned that on an unknown date that he had received a se 2240 alarm and when he went to disconnect to start over with new supplies, the heater line and the heater bag connection fell apart in his hands. The hp stated that there was no patient injury or medical intervention associated with this. The hp was advised to call baxter and report it if this happens again, and also to retain the supplies so they can be sent back for evaluation.